Event description:
Lumenis 200 laser fiber, lot 81221121, exp: 04/09/2024 was connected to the laser by (B)(6) rn and upon dr. (B)(6) trying to use there was a loud noise noted and he reported that it was minimally working. (B)(6) rn reconnected fiber and again the same issue occurred. Fiber was removed from field and replaced with another 200 fiber. FDA safety report ID# (B)(4).